Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient called the device clinic due to a swollen left hand. The patient stated their left hand pinky and ring finger were hot, red and swollen. The patient's symptoms had begun shortly after their device system was implanted. A venous duplex doppler scan of the patient's left upper extremity revealed a non-occlusive thrombus involving the left internal jugular vein. The patient's warfarin dosage was increased and the device, right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead remain in use. The patient is enrolled in the wrap-it study. No further patient complications have been reported as a result of this event.